Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. Ten days after the procedure the patient developed huge welts on their body in unknown locations. The patient was prescribed benadryl and a steroid pack. Additional information has been requested.